Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the caller stated that the patient had not used the stimulator in the past 2 to 3 years so the caller was sure the ins was dead. The hcp also stated that the patient did not have the charge cord for the controller, so even if the ins was working, they wouldn¿t be able to charge the controller. No symptoms were reported. The event date was aske but was unknown. No further complications were reported/anticipated. Additional information was received from a different hcp. Hcp reports that the patient can no longer turn on their remote, as the battery doesn't work and the patient hasn't been able to charge in 10 years. Hcp is unsure who the patient's managing hcp is.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.